Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been initiated by mako surgical. The surgeon stated he will leave the cement spacer in place for 6 weeks and then re-evaluate whether either a pka or tka revision will be required. He said the infection may damage the rest of the knee. The fungal infection occurred more than 18 months after the original partial knee procedure. At this time there is no evidence to suggest that the rio or mck implants contributed to the infection. The eval is ongoing, and a supplemental report will be filed if additional info is obtained.

Event description:
A pt has received a partial knee arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. The pt developed a fungal infection so on the date of event, the surgeon removed the restoris mck implants and replaced them with a cement spacer. The cement spacer was created by the surgeon with the use of a restoris mck tibial onlay insert enclosed in cement.